Manufacturer narrative:
Correction.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacture's reference number: 2017865-2021-12309. It was reported the patient presented in the hospital. Upon interrogation it was observed the patient's right atrial (ra) and right ventricular (rv) lead were exhibiting noise. The ra is still in use and being monitored, and the rv lead was explanted and replaced (B)(6) 2021. The patient was in stable condition.